Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable. Journal article: chen, b et al. Reinforcement does not necessarily reduce the rate of staple line leaks after sleeve gastrectomy. Obes surg. 2009;19(2) : 166-172.

Event description:
According to the journal article, a (B) (6) woman with a bmi of (B) (6) underwent sleeve gastrectomy, using peri-strips for staple line reinforcement. A week after surgery, she developed pneumonia and left upper quadrant pain. An upper gi series showed a small leak, which was drained. At laparoscopic examination, peri-strips were not present about the staple line. The peritoneal cavity was washed and multiple drains were laced. After 6 weeks of total parenteral nutrition, high gastric bypass was performed. No further information is known.